Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/8/2023. The following additional information was received: after contacting with the hospital, in this event, the wound healing condition was improved after symptomatic treatment (with specific treatment measures unknown). No subsequent adverse event report was received. The lot number of the device involved reported by the hospital was "(B)(6)" originally. After contacting with the hospital, the hospital did not provide the correct lot number of the product. The specific lot number of the involved product was unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. If product was removed: what was the appearance of the suture during the removal? If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? What was the procedure date? Did wound dehiscence occur? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a lateral episiotomy procedure on (B)(6) 2022 and suture was used. After lateral episiotomy surgery, the doctor sutured the patient's incision with suture. The suture could not be well absorbed by the sutured muscle layer after surgery, which led to delayed healing of the patient's wound. No adverse patient consequences were reported. Additional information was requested.